Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown) during cardioversion, after removing the electrode pads burns were found on the patient. Complainant indicated that the patient was ok and required no additional treatment.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included shock testing, confirming patient impedance calibration, and bench handling without duplicating the malfunction. The returned one-step complete electrodes were inspected and showed no evidence of poor patient preparation, sparking, or burning. The pads passed continuity testing. Review of the device log indicated that the discharge outputs were within specification and did not find evidence to support the reported event. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.